Event description:
Complainant alleged that while attempting to defibrillate a patient, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.